Manufacturer narrative:
The device was not kept by the customer; hence no device was received for evaluation. Device history records (DHR) for cusa tip lots 2572963, 2642866, and 2742534 were reviewed. No anomaly was found in the dhrs of any of the reported possible lots involved in this incident. Lot information: fg lot number: 2572963 / 2642866 / 2742534. Device identifier: (B)(4). Manufacturing date: 1/16/18 / 02/19/18 / 03/19/18. Expiration date: 01/31/21 / 02/28/2021 / 03/31/2021. The complaint states that the device was resting against the patient¿s nose and that it would get extremely hot causing a burn mark. The IFU for cusa tips states the following in the warning section: ¿cusa excel tips utilize silicone flues. Compressing the flue against the side of the vibrating surface along the length of the tip can cause excessive heating and potential hazard to adjacent tissue, such as burns. Excessive loading of cusa excel tips at the surgical site can induce heating due to vibration and acoustic power transmission. Thermal management of the surgical site with the aid of appropriate irrigation and aspiration settings is essential. Avoid excessive lateral loading of cusa excel sterile tips.¿ it is likely that resting the side of the instrument against the patient¿s nose compressed the flue against the side of the vibrating surface of the tip causing excessive heating and the potential hazard to adjacent tissue, such as burns. The complaint is unconfirmed. The root cause for this complaint is user related.

Event description:
A sales representative reported on behalf of the physician that when the cusa was being used for a transphenoidal meningioma procedure on (B)(6) 2018, the c4611s cusa excel 36khz curved extended micro tip inside the flue would get extremely hot and where part of this tip was resting on the patient's nose, it caused a mild burn mark. The team tried re-setting up the hand piece and changing the hand piece but the heat did not improve. They finished the case but they had to line the cusa tip with swabs in order to stop the heat harming the patient. There was a surgery delay of approximately 30 minutes. There was no lasting pain reported. The issue was with either product lot number 2572963, 2642866 or 2742534.